Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) was 358 mg/dl. The customer addressed their bg with a manual injection, however was treated intravenously with saline and insulin at the hospital. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. The customer reverted to an alternative method of insulin therapy.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.